Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection in my fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicectomy in 2006, removal of cervical os suture in 2006, loop electrosurgical excision procedure in 1998, ehlers-danlos syndrome type iii and mole of skin. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), bacterial infection ("bacterial infection"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain ("its bit more painful"), abdominal distension ("looked like pregnant"), tooth fracture ("crumbling of all my teeth"), urticaria ("hives"), lactation puerperal increased ("she started producing milk"), breast enlargement ("breast size increased") and breast pain ("breast hurt"), underwent tooth extraction ("7 teeth pulled due to the rapid crumbling of all my teeth") and was found to have melanocytic naevus ("mole"). At the time of the report, the salpingitis, bacterial infection, abdominal distension, tooth fracture, melanocytic naevus, urticaria, lactation puerperal increased, breast enlargement and breast pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, bacterial infection, breast enlargement, breast pain, lactation puerperal increased, melanocytic naevus, pain, salpingitis, tooth extraction, tooth fracture and urticaria to be related to essure. The reporter commented: "she got infection in her fallopian tubes back in (B)(6) its the same bacteria that causes strep". As reported in social media content "started producing milk after essure insertion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added events: started producing milk, hives, breast size increased, breast pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection in my fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicectomy in 2006, removal of cervical os suture in 2006, loop electrosurgical excision procedure in 1998, ehlers-danlos syndrome type iii and mole of skin. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), bacterial infection ("bacterial infection"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), pain ("its bit more painful"), abdominal distension ("looked like pregnant") and tooth fracture ("crumbling of all my teeth"), underwent tooth extraction ("7 teeth pulled due to the rapid crumbling of all my teeth") and was found to have melanocytic naevus ("mole"). At the time of the report, the salpingitis, bacterial infection, abdominal distension, tooth fracture and melanocytic naevus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, bacterial infection, melanocytic naevus, pain, salpingitis, tooth extraction and tooth fracture to be related to essure. The reporter commented: "she got infection in her fallopian tubes back in december its the same bacteria that causes strep". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - case upgraded to incident for previously reported event of salpingitis. The event lower abdomen pain, lower back pain, 7 teeth pulled due to the rapid crumbling of all my teeth, and looked like pregnant were added. Reporter information and medical history were added. Fu-up 3,4,5 6, 7 and 8 processed together. On 20-mar-2020: social media received -events crumbling of my teeth and mole added. Fu 3, fu 4 and fu 5 processed together. On 20-mar-2020: fu 3, fu 4 and fu 5 processed together. And fu 6 ,7 and 8 processed together. On 20-mar-2020: social media: new reporter , fu-up 3,4,5 6, 7 and 8 processed together. On 23-mar-2020: social media: new reporter , fu-up 3,4,5 6, 7 and 8 processed together event its bit more painful added. On 23-mar-2020: social media: new reporter , fu-up 3,4,5 6, 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.